Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit this left ventricular lead displayed high out of range impedance measurements and loss of capture. An x-ray revealed this lead was fractured at the suture sleeve site. A revision procedure was performed, this lead was removed and replaced. No return of product is intended. The patient is not pacemaker dependent. No adverse patient effects were reported. Implanted: date not known explanted: (B)(6) 2010.